Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having poor communication. The patient reported that they can't seem to get their ins to charge. The patient noted that the least time they recharged successfully was 4 - 5 months ago. The patient stated that they had been working on this for about 4 months. No further complications are anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the power-on-reset (por) message on their device and stated that it was unknown if it was related to an overdischarge event. It was reported that their therapy had stopped due to the por. It was reported that the patient was not able to charge their implant as they were getting the por code on their recharger screen. The patient stated that their external equipment was working good. The patient stated that they saw the hcp a month and a half ago and wanted them to call the manufacturer but they didn¿t want to call them. Patient services asked the patient to sync with their patient programmer (pp) and the pp showed the charge ins icon on the pp screen. They then had the patient connect with their recharger and it showed the informational por screen. Patient services was able to assist the patient in clearing the information por message on the recharger screen and the patient was getting all coupling bars. It was reported that the ins was at about a 25 percent charge. Patient services recommended the patient charge their implant to about 50 percent and call back for assistance to clear the por message on their pp screen and turn therapy on. It was reported that the event occurred about four to five months ago in (B)(6) 2017. No further complications were reported/anticipated.